Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Per medical records, it was reported that on (B)(6) 2010 the patient presented with the pre diagnosis of painful lumbar hardware l4 to s1 with possible pseudoarthrosis of fusion. The patient underwent the following procedures: posterior fusion l4-l5 and l5-s1. Removal of previous hardwarel4-l5 and l5-s1. Rhbmp-2/acs with bone graft calcium collagen matrix was used during the procedure. Per the op notes, a sandwich of bone graft and rhbmp-2/acs was laid into the lateral gutters, bilaterally, after extensive wound irrigation. Following the laying of the rhbmp-2/acs and bone graft, the drain was inserted and the wound was closed in layers with vicryl. During the operation, extensive cultures had been taken to make sure that there were no signs of infection. There was clinically no sign of infection throughout the procedure, but these cultures were taken to be prudent. No patient complications were noted. The post op diagnosis was loose lumbar hardware with pseudoarthrosis ofl4-l5 and l5-s1.